Event description:
On 9/17/97, nellcor puritan bennett received an assurance 2000 monitor from xcel home care. The monitor was returned with no return authorization reference, so there was no statement from the customer regarding a malfunction. At incoming test, co determined that the monitor would not audibly alarm when alarms were expected. Investigation shows this monitor was returned as part of a field action initiated by nellcor puritan bennett in 7/97. As part of this re-processing for the field action, the connection to the audible device was not properly assembled. No death or serious injury was reported in association with this incident.